Event description:
According to the report, the sologrip iii handpiece started smoking "out of the handle by the deployment button" after making one channel and advancing the fiber to make the second channel.

Manufacturer narrative:
A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. There were no issues during manufacturing noted in the device history record. Upon evaluation of the handpiece, the fiber within the handpiece was found to be charred. Additionally, the fiber was found to be severed and fused to the interior of the handle. Fiber damage can occur within the handpiece when the movement of the fiber within the handpiece is restricted. The cause of the damage observed is most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. When the laser is pulsed extreme heat is produced resulting in charring of the fiber. When optical energy is delivered at these fiber breaks, the fiber bundle jacket may melt and adhere to the interior of the molded housing (handpiece handle). Cardiogenesis corporation is implementing changes to ensure there are clear precautions against bending the fiber or the white tubing at a sharp angle or otherwise impeding movement of the fiber. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.